Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/component has not been returned to vyaire medical. Therefore, a definitive root cause cannot be determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
It is reported to vyaire medical that the vela ventilator was alarming ventilator circuit disconnect, low pip (peak inspiratory pressure), low ve (minute ventilation), xdcr (transducer) fault alarm. The customer confirmed that there was no patient involvement associated with the reported event.